Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes premature eol/rrt, the device was "dead" and telemetry could not be established.